Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) was dispatched to the user facility. The fsr duplicated the venous occluder not closing or opening intermittently. Per the fsr, the membrane switch board needed to be replaced which was currently out of stock. Therefore, the fsr replaced the entire venous occluder control module and released the unit for clinical use.the suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the venous line occluder is intermittently not opening and closing when button is pressed. They were using forceps if it doesn't work. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed no failure of the occluder module open and close buttons. The pst opened and closed the occluder head with the buttons on the occluder module over 70 times with no failure. The device problem was concluded to be intermittent in nature. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.